Event description:
It was reported the device shuts off as soon as it is powered on. The pace/sense leds light, then the device shuts off. New batteries were inserted, with the same results. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). One side bail cover was also broken, battery contacts compressed, and ring bent.